Event description:
The customer reported their device had a symptom of no power output. No patient involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported their device had a symptom of no power output. No patient involvement was reported. The device was evaluated by a philips fse, but the symptom could not be duplicated. Based on the customer's report we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.